Manufacturer narrative:
Date sent to FDA:05/04/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, laparoscopic lysis of adhesions and small bowel resection on (B)(6) 2018 during which the surgeon noted omentum adherent to the overlying mesh. There was a large phlegmon involving multiple loops of small bowel. Adhesions between the mesh and omentum were lysed. He noted a hole in the mesh with an associated recurrence that contained omentum. The defect in the mesh was identified. There was preperitoneal fat protruding through the defect. It was amputated at the level of the fascia and the mesh. The mesh from each side was passed off for surgical pathology. It was reported that the patient experienced recurrence, severe pain, small bowel perforation, dense adhesions, inflammation, loss of appetite and stress and anxiety. No additional information is provided.